Event description:
According to the reporter, intra-operatively, the package was opened by the nurse and was going to load the suture to hand to the surgeon, but the nurse immediately noticed that the suture needle was separated from the suture material. No patient injury.